Event description:
It was reported that the patient's right ventricular (rv) lead exhibited decreased sensing and increased capture threshold. It was discovered that the patient had twiddled their rv lead, right atrial (ra), and left ventricular (lv), causing them to dislodge and twist and coil in the pocket. It was also noted that the rv lead had no slack. No intervention was performed on the ra and lv leads. The rv lead was explanted and replaced. The patient was stable throughout.